Event description:
Clinic notes were received indicating that the vns patient¿s device showed high impedance. The patient¿s device was subsequently disabled. No patient adverse events were reported. It was noted that the patient experienced a hard fall a few weeks prior to the office visit on (B)(6) 2014. No injuries were identified but the physician suspected that the fall may have contributed to the high impedance observation. The patient underwent lead replacement surgery on (B)(6) 2014. The explanted lead has not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.